Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
After the doctor inserter and removed the size 6 broach, the scrub was unable to remove the broach from the handle until he hit it off with a malet. Tried putting the broach back on and did not fit. Tried other broaches and they fit fine.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: visual inspection was performed as part of the material analysis report (mar). Evidence of galling was observed on the locking post of the broach. The galled material (positives on the surface of the locking post) was most likely responsible for the broach not fitting properly onto the mating instrument. Functional inspection: functional inspection confirmed the reported event. The accolade ii broach could not be assembled to the broach handle. A protuberance in the locking post seemed to prevent the locking post from fitting into the broach. During the material analysis, this protuberance was identified to be positive material transfer from the handle to the locking post. A material analysis has been performed. The report concluded: "the accolade ii broach failed to fit properly with its mating component due to galling between the two components that left positive material transfer on the locking post of the broach. Eds analysis showed the accolade ii broach to be made from (B)(4) and showed that the positive material left of the locking post due to galling was made from (B)(4). No material or manufacturing defects were observed during this analysis. The event was confirmed.

Event description:
After the doctor inserter and removed the size 6 broach, the scrub was unable to remove the broach from the handle until he hit it off with a malet. Tried putting the broach back on and did not fit. Tried other broaches and they fit fine.